Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. A thermal event was identified on the device's system board. The thermal event was confined to this area and did not damage or enter the air path.

Event description:
The manufacturer received information alleging a device was emitting a burning smell. There was no harm or injury reported.